Event description:
The sales rep reported that during a market placement, post stereotactic breast biopsy, the tip of the marker introducer sheared off into the pt's breast.

Manufacturer narrative:
(B)(4). Investigation summary: the device has not yet been returned for investigation; therefore, a definitive conclusion cannot be reached regarding this specific event at this time. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the market applicator separately from the biopsy probe. Tip shear has been identified as a potential risk when attempting to remove the applicator shaft through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. Investigation summary: as a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Instruction: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.